Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va04rp2, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedances developed during battery exchange procedure. The surgeon was moving battery from chest to belly so he opened at the skull to attach longer extensions. Due to thick tissue it was difficult to expose the distal ends of the leads. They checked, rechecked impedances during surgery. All impedances involving contact 8 were high. Distal ends of extensions were removed, dried and replaced into ipg with no improvement in impedances. Then lead/extension connection was exposed and there was found to be a crack in the insulation of the lead just proximal to the connection point. The impedances were checked again post -op and were still high. The patient was not using electrode 8 so his therapy will remain effective. The cause was assumed to be the forceful manipulation of the lead when exposing the lead/extension connection. Additional information was received from the manufacturer¿s representative (rep) who reported the patient had abnormal impedances for both left and right side devices. The left side used to be a primary cell device in the chest, but it was replaced with a new primary cell device and relocated to the abdomen. This was caused by repeated pulling from a seatbelt.